Event description:
The pt was admitted for a procedure in 2009, with a totally occluded lesion in the superficial femoral artery. The vessel was heavily calcified. An aviator plus balloon catheter ruptured below nominal pressure (4-5 atm) during inflation. That product was removed and a powerflex p3 balloon catheter was delivered. This balloon ruptured as well, below nominal pressure (6-8 atm). There were several attempts were made to treat the lesion with competitors product, however, the lesion could not be successfully treated. The procedure was completed and there was no reported pt injury.

Manufacturer narrative:
Please note that a review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint, including burst test values. This is one of two products involved with this adverse event. This one is being reported under manufacturer report number 9610978-2009-00121 and the other is being reported under alternative summary reporting. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt. See scanned page.